Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic colectomy of cecum with terminal ileum. According to the reporter: at the first firing, the jaws would not open. Using new stapler and new cartridge, the tissue was cut and stapled, and the device was removed. No bleeding. Nothing fell into cavity. There was tissue damage and unanticipated tissue loss.